Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 multiple cubies had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 multiple cubies had failed. A field service engineer (fse) addressed recurring failures in legacy half height drawer 2.1 pockets by replacing the mother of all boards/motherboard (moab), cleaning contacts, and securing pockets. Intermittent drawer open registration was resolved by cleaning the latch assembly, checking the spring, and replacing the inseparable. All components were tested in hardware test application and verified as operational. A registered pharmacist confirmed functionality. Fse performed preventative maintenance. Additionally, four half height drawer front panels were replaced, connections secured, and operations verified. The system functioned as intended after the field service engineer repaired the device.